Event description:
The balloon on the pt's endotracheal tube continued to leak. It required a staff to continually add air to the cuff. The problem happens frequently with this product. Other ett tubes have been given to the product rep.